Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had gone to a diabetes clinic this morning and her insulin pump was not working. Customer tried different batteries and it still was not working. Customer went to change her infusion set and took the battery out to replace it. Customer stated that the pump would not come back on and she had a blank display. Troubleshooting was performed but the display did not return. Customer had used a toothbrush to clean the battery cap. Customer was recommended to use a cotton swab with alcohol instead. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test with no blank display noted. However, the insulin pump was received with a corroded battery tube, corroded battery cap, minor scratches on the display window and cracked battery tube threads.